Manufacturer narrative:
The device was not returned to the MFR for physical eval, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer within one month prior to the date of event. Batch records for the lot identified were reviewed and confirmed there were no deviations or nonconformances during the mfg process.

Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the cassette and into the cycler. Pt was in of treatment. Upon removing the tubing set, fluid was found inside the cycler. The origin of the leak could not be identified. Pt did not received prophylactic antibiotics and has had no adverse effects. Sample is not available.